Event description:
Pt brought to MRI from intensive care unit. Pt was transferred to the MRI bed and placed on the ventilator by the respiratory therapist. While connecting the pt to additional monitors (bp/pulse oximetry/cardiac) it was noted that the pt was cyanotic. A nurse in attendance thought that the ventilator was not working."